Manufacturer narrative:
Gas delivery system.

Event description:
The customer reported the ventilator was alarming due to a proximal pressure sensor calibration data error. When the integrity of the calibration data cannot be verified for the proximal pressure transducer, the proximal pressure is not measured and pressure-related alarms are compromised. The device was not in use on a patient; therefore, there was no patient involvement or harm. Review of the device diagnostic log noted pressure sensor failure occurrences. As noted, if the reported problem occurred while in use in normal ventilation mode operation it may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The manufacturers service technician replaced the gas delivery system, motor controller pcb and power management pcb boards to address the reported problem. Applicable final testing was completed.